Event description:
It was reported that the percussion and vibration therapy was not functioning, and the mattress did not seem to be holding air on a progress bed that was being used in the home care setting. The customer stated the wrench light was illuminated and a code 31c7 was displayed. The patient reportedly had a wound on her bottom and the customer was unsure if it was a result of the mattress malfunction. This report was filed in our complaint handling system as complaint: (B)(4).

Manufacturer narrative:
It was reported that the percussion and vibration therapy was not functioning, and the mattress did not seem to be holding air on a progress bed that was being used in the home care setting. The customer stated the wrench light was illuminated and a code 31c7 was displayed. The patient reportedly had a wound on her bottom and the customer was unsure if it was a result of the mattress malfunction. The patient¿s mother provided the following additional information. The bed¿s percussion and vibration feature were not working, and the mattress was intermittently deflating for an unspecified amount of time. A roho cushion was also reportedly being used with the bed. On an unreported date in january 2024, the patient developed an open wound on her bottom that reportedly progressed to osteomyelitis. The patient was hospitalized for an unspecified amount of time, placed in a "sand" bed, and treated with antibiotics. Per the patient¿s mother, the reported issue with the progressa bed has been going on for a while and likely before the patient developed the wound. The patient¿s mother stated it has been difficult to coordinate time with a baxter technician to inspect the bed as she has two special needs children and frequent doctor's appointments. The patient¿s mother stated she and her daughter's nursing staff are not blaming the progressa bed for the wound. She has been very satisfied with the bed, and other hillrom beds that the pediatric hospital has assisted with selecting for her daughter. No additional information was provided by the customer. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. Percussion and vibration therapy is a feature of the progressa pulmonary surface. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. Per the progressa service manual, error code 31c7 will display on the caregiver control panel and indicates the right turn assist (rta) or left turn assist (lta) bladder(s) are not able to inflate to set point in 10 +/- 1 minutes and can be related to but not limited to leaks or kinked/disconnected hoses. The service required indicator (wrench light) illuminates when the bed detects a malfunction. The user should contact the facility maintenance department or baxter for assistance. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. The baxter technician inspected the bed and found leak at the supply hose which was causing the mattress to not hold air. The percussion and vibration compressor were noted to be loud and the valve was not supplying bladders with air. The baxter technician replaced the percussion and vibration valve, compressor, and supply hose assembly. The bed function as designed after being repaired. Although the stage of the pressure ulcer was not reported, the patient¿s wound reportedly progressed to osteomyelitis, which would be categorized as a stage 4 pressure ulcer. A stage 4 pressure ulcer extends to the muscle, bone, or joints and can cause a serious infection of the bone, known as osteomyelitis. In this event, the patient was hospitalized and required medical intervention (antibiotic therapy) to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. It is unknown whether any surgical intervention was required. The ultimate cause of the reported event is undetermined, but likely multifactorial due to the patient¿s impaired mobility, and prolonged, continued use of the progressa bed with a known non-functioning air system. If the reported problems of deflated mattress and non-functional percussion and vibration were to recur, it would be unlikely to cause or contribute to a death or serious injury independently, unless the caregiver continued to use (use error) the bed in its non-functioning state. The bed alarmed and provided appropriate notification to the caregiver of a condition that required attention and the bed continued to be used for an extended length of time before contacting baxter. Prevention of this type of event is outlined in the device IFU.